Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported a balloon rupture had occurred. In (B)(6) 2020, the patient presented with unstable angina. Subsequently, the index procedure was performed the same day. The patient was administered heparin or other anti-thrombin during index procedure. The target lesion was located in the mid right coronary artery (rca) extending to the proximal rca with 100% stenosis and was 60mm long, with a reference diameter of 3.0mm and a timi flow of 0. The lesion was treated with predilation and inflation of a 3 mm x 30 mm agent drug coated balloon; however, the balloon ruptured after being inflated for 40 seconds. The lesion was then treated with a 3.5 mm x 30 mm, which also ruptured after being inflated for 30 seconds. Finally the target lesion was treated with a 3.5 mm x 30 mm agent drug coated balloon, residual stenosis was 20% and the timi flow was 3.